Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kdxa, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the caller mentions the patient was feeling sore at the incision site. Also her vagina was sore and irritated and she has to put vaseline on it. Caller states the ins(stimulator) was put in three days before reported event date and she have been feeling sore in the vaginal area since then. Caller states her symptoms were a bit better but she was still going every hour but the amount of fluid was less than it was before. Caller state its a few drops instead of a lot of urine each time. The patient was feeling limp and weak. She couldn't eat anything the day before reported event date and she was able to drink. The patient had some oatmeal this morning she feels that was an improvement. The patient programmer was on 0.08 volts. They increased the stimulation to .09 volts and it was too strong she said it felt like shocking to her and they turned it down. Caller mentions the hcp (healthcare provider) gave her three antibiotics to use. Reviewed with the caller that healing time was six to eight weeks on average.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient had a programming session with their manufacturer representative 4 days ago because the current program they were on at that time they still had leakage and got up 2 to 3 times at night. Since the appointment the patient had increased frequency during the day and went every hour. They were directed to patient services to either switch back to the previous program or try another program and they believed the patient was on program 1 and was switched to program 2 by the manufacturer representative. The patient also had irritation in the vaginal area which they noticed this morning and their hcp suggested they use some diaper rash cream and wanted to know if there was anything else they could try. The patient was on program 4 at 0.4v and stimulation was on and they switched to program 1 at 0.6v. Ten days l ater it was reported that the patient's friend or family member got the poor communication message on the patient programmer and they lost where the location of the ins was implanted. They repositioned the antenna and were able to communicate with the ins. The manufacturer representative wanted them to change to different programs for about a week or so in order for them to find the best program. The patient had been on program 1 and they wanted to change to program 2 since program 1 was fair and helped on and off. The patient still had a lot of overnight leakage and during the day they didn't get much flow and then had to go again 20 minutes later to finish it. After implant the patient was on program 4 and the symptoms started since they switched to program 1 7 days ago. The patient was changed from program 1 at 0.6v to program 2 at 0.5v and they felt stimulation and it was comfortable. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient never had therapeutic effect and since the time of implant the patient never really had good symptom relief. The patient didn't really remember program 1 because she was dozing in and out. A month or a month and a half ago on program 2, the patient felt pain and numbness in her legs. The patient spoke with a manufacturer representative and was told to change the program. Since then, she's been on program 3. The patient got up twice a night to go to the bathroom. She stayed up until 11pm to take medicine with a sip of water and around 2:30 to 3 she needed to go and had to go fast, otherwise it just came down on her. Around 5 she had to go again. The patient had to wear pads at night and they changed the settings several times trying to find the right settings. Usually she left it there for a few days to test it out. About seven to ten days ago, the patient tried program 3 at 1.0 volt for three or four days and it make her feel weak. She decided to go back to what she was at before. The patient wondered if taking water pills would affect her. She had swelling in her ankles, her healthcare provider wanted her to take the pills, and it was thought that the swelling wasn't related to the device or therapy. The patient was on program 3 at 1.1 volt and increased stimulation to 1.4 volts on program 3. She was aware of it but it wasn't hurting her.